Event description:
Reported by (B)(4), safety surveillance specialist, synthes: during an ad hoc safety assessment, we identified the following literature article reporting an extensive corrosive of the isola spinal system. Chromium ion release from stainless steel pediatric scoliosis instrumentation; thomas p cundy publication date: jan 2010. N=1 rod, ae revision and hematogenous infection.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.